Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid moister occurred with a bd¿ slip-tip disposable tuberculin syringe. The following information was provided by the initial reporter, "it was brought to my attention that there have been reports (not sure if any of our patients) of patients having silicone particles in the eye as a result of using syringes with silicone lubricants. Since we use a high volume of the 1 ml bd tuberculin syringes for eye injections and the product information sheet details silicone as a lubricant, can we find alternative suppliers for the syringe that do not use silicone and I assume latex free?"

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that liquid moister occurred with a bd¿ slip-tip disposable tuberculin syringe. The following information was provided by the initial reporter, " it was brought to my attention that there have been reports ( not sure if any of our patients) of patients having silicone particles in the eye as a result of using syringes with silicone lubricants. Since we use a high volume of the 1 ml bd tuberculin syringes for eye injections and the product information sheet details silicone as a lubricant, can we find alternative suppliers for the syringe that do not use silicone and I assume latex free?"